Event description:
On (B)(6) 2009, the pt reported that she rec'd an e4 (occlusion) error while attempting to bolus. She stated that the infusion tubing had been in use since (B)(6) 2009 and the infusion site had been in use for 2 days. She was instructed to disconnect from the infusion site and she was able to prime without error. She was away from home and was not able to change her infusion site. The pt called back on (B)(6) 2009 and stated that she rec'd another e4 error. She disconnected from her infusion site and primed without error. She removed the infusion site and stated that the cannula appeared to be bent. She was sent info on infusion site management. No physiological effects were reported. Upon follow up on (B)(6) 2009, the pt stated she had no further issues. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The infusion set was required to be returned for eval.